Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (256 mg/dl). Reportedly, the pump carbohydrate setting was turned off, and caused the customer to deliver an inaccurate bolus. Tandem technical support guided the customer through turning carbohydrate setting to on. Customer delivered a bolus to stabilize bg levels.